Event description:
As reported by the user facility through medwatch # (B)(4): the patient was receiving an antibiotic. IV antibiotic piggybacked into main IV tubing, leaked from anti reflux valve, both blood and IV fluid. Crack/hole in anti reflux valve in IV tubing. The patient was hemodynamically stable and did not receive a blood transfusion. During an initial follow-up call to the facility, the reporter acknowledged that the lot number as reported, 00612649, was incomplete. The full lot number could not be obtained. The catalog number was reported as 490100. During a second follow-up call to the facility, the reporter stated the patient lost approximately 100ml of blood due to the leak in the tubing. However, there was no injury or intervention required as a result of the incident. There was no blood exposure to the staff members. Reporter confirmed that the full lot number was not available and that the sample was not available to be returned.

Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was discarded and is not available for evaluation. Without the actual sample or lot number, a thorough evaluation could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available, a follow-up report will be filed.